Event description:
Philips received a complaint by the customer on the v60 indicating that the 1115, 111b, 1127,111a, 1104, and 1105 error codes (35 v failure) occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the 1115, 111b, 1127,111a, 1104, and 1105 error codes (35 v failure) occurred. A service proposal for repair was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. The investigation is ongoing.

Manufacturer narrative:
While an authorized service provider (asp) engineer was onsite, the asp pulled the diagnostic report (drpt) after replacing the data acquisition (da) printed circuit board assembly (pcba), motor controller (mc) pcba, and da to mc pcba cable and found the 1115, 111b, 1127, 111a, 1104, and 1105 error codes (35 v failure). The asp also replaced the power management (pm) pcba and confirmed that the device successfully passed all tests. After checking the error log, the asp did not discover any further faults or errors. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.